Event description:
It was reported that 2 weeks after a thoracoscopic pneumothorax resection, subcutaneous emphysema and leakage occurred. The ech60r was used on the lung.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Additional information was requested and the following was received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What type of leak? How was the leak identified? How was the leak addressed? Where was the leak? What color cartridge was used? What product code of the device was used with the ech60r? Was there any difficulty with the device intraoperatively? Does the surgeon believe a deficiency with the device was what to leak and subcutaneous emphysema? The patient has been recovered and discharged from the hospital. The patient defect was subcutaneous. The patient re-hospitalized due to subcutaneous 2 weeks after the initial operation. 17 days after the operation, thoracic drainage was placed, and the leakage was slightly occurred. 3rd day of drainage, no leak was occurred. 5th day, drainage was removed. There is no more operation planned. 3 echelon black cartridge with slr, and 1 echelon gold cartridge were used in initial operation. The surgeon commented that causal relationship between product and issue is unknown. This is the first time to experience the issue during the partial resection. The patient originally had pulmonary emphysema. The patient has no medical history. The patient has been smoking 40 cigarettes a day, for 40 years until 60 years old. Now he is not smoking. The stapler was pcee60a. There was no problem in the form of the staples or the leak test during the operation. It is unknown if the slr caused the staple form issue and the leakage. The surgeon commented that, he has no experience of subcutaneous during the partial resection, so the cause of the issue is unknown. The patient re-hospitalized and discharged from the hospital 7 days after the drainage was performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.